Manufacturer narrative:
Visual assessments of the device showed the actuator is in its t2 post-deployment position indicating a complete deployment. No sutures or anchors remain on the insertion needle. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies. Patient initials are (B)(6).

Event description:
It was reported that the fastfix 360 t1 and t2 anchors simultaneously deployed during a meniscus procedure. The surgery was completed with a backup device without delay. All materials from the failed device were removed from the patient. No patient injury or complications were reported.